Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 16 mg/dl, and the meter bg reading was not provided. Reportedly, due to the suspension of insulin, the customer's bg displayed as "high"; although specific value was not provided. The bg was addressed by a correction injection. No additional patient or event information was available.